Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was 112 mg/dl. Insulin pump had multiple errors. The customer was assisted with troubleshooting. Customer reported that they were able to clear and rewind the insulin pump. Self-test was passed. The customer was reported that the alarm was occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.